Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9734922, serial/lot #: (B)(6); product ID: 9735547, serial/lot #: (B)(6) h6) the 9734922 long screw arm was returned to the manufacturer for evaluation. As reported, the returned long screw has been broken off at the threads. Codes b01, c07, and d02 are applicable. The bracket support products was not returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the radiolucent long screw arm screw was damaged as well as the emitter bracket support. There was no patient involvement.